Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. A mitraclip ntw and a mitraclip nt were implanted, reducing mr to trace. It was noted that there was poor visibility in the transesophageal echocardiogram (tee) during the procedure. On (B)(6) 2024, an echocardiogram was performed and revealed that the mitraclip ntw clip had detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml) (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2024, an additional mitraclip procedure was performed, and two mitraclips were implanted, reducing mr to trace.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All available information was investigated and based on the information provided and per the physician, the reported single leaflet device attachment is due to poor visibility of the tee during the procedure. Image resolution poor is related to procedural conditions due to poor tee imaging. Mitral valve insufficiency/regurgitation appears to be due to the slda. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.